Event description:
On (B)(6) 2012, the pt went in for aaa repair. A renu main body was implanted below the renals. Also had a previous end to side open repair. The zenith flex with spiral-z technology aaa endovascular graft iliac leg was extended from the renu graft into the open repair limb. Both the overlap and sealing was ballooned with a coda balloon. The first angiogram showed a leak at the distal junction of the overlap. The graft was reballooned. Another angiogram showed the leak was still present, not in the overlap. A hole was noticed in the proximal portion of the limb just outside the overlap. Another spiral z limb was implanted to bridge over the hole. The graft was reballooned, the leak was no longer present. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
No consequences to the pt were noted. Endoleaks are labeled in the IFU. Event evaluation: still under investigation.